Manufacturer narrative:
No one was injured as a result of this event. Spacelabs is evaluating this report and will file a follow up report when our evaluation is concluded.

Manufacturer narrative:
A spacelabs field service engineer (fse) was onsite working a different issue and was asked to address this issue while there. He confirmed the issue and found the ECG menu accessible for the receiver module but no alarms were occurring. The fse reseated the module which allowed ECG to return to normal processing. The module was removed and shipped to spacelabs for further investigation. Spacelabs performed a root cause assessment. Additional functional tests were also performed. The reported problem was not reproducible; therefore no root cause was determined. In summary, we were unable to replicate the issue and cannot conclusively determine root cause of the reported failure. We are closing the investigation into this particular incident. We will continue to monitor such issues and reopen this incident¿s complaint investigation if appropriate.

Event description:
Spacelabs received a report that a telemetry patient with receiver module model 90478 and central monitor model 91387-38 experienced an ECG trace drop from the central monitor at approximately 12:50 p.m. On (B)(6) 2013. The display zone was frozen with a heart rate of 133 beats per minute. No one was injured as a result of this event.

Event description:
Spacelabs received a report that a telemetry patient did not show a waveform and a fixed heart rate was displayed at the central.